Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit does not acquire-report ECG. There was no patients involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) connected a simulator to the supplied cable. There was a discontinuous ECG signal. The fse eliminated the defect by cleaning and restoring the connection of the intermediate part of the cable. However, the fse recommended that the ECG cable be replaced. Operational tests were carried out with positive results.